Manufacturer narrative:
No patient involvement reported. A device history record (DHR) review was performed part number: 338.200, synthes lot number: 9853017: release to warehouse date: 17 may 2016, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The investigation has shown that the threaded tip is broken off as complained. The broken off part was not returned for investigation. The review of the device history record revealed that this connecting screw was manufactured in may 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. In addition, these connecting screws are function checked per 100% before they leave the manufacturing facility. The shaft diameter and the inner diameter of the returned part were checked and found to be in compliance with the technical drawing. The connecting screw is made from stainless steel. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a manufacturing related issue can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The investigation has shown that the threaded tip is broken off as complained. The broken off part was not returned for investigation. The review of the device history record revealed that this connecting screw was manufactured in may 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. In addition, these connecting screws are function checked per 100% before they leave the manufacturing facility. The shaft diameter and the inner diameter of the returned part were checked and found to be in compliance with the technical drawing. Shaft diameter below the threaded tip: 4.48mm (spec 4.5mm 0/-0.02mm). Inner diameter: 2.64mm (spec 2.6 +0.05/-0.02mm). The connecting screw is made from stainless steel (B)(4). The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. In order to respond to the subsequent received questions from the surgeon a pd-evaluation has been performed. Summary of the product development evaluation: a detailed risk analysis reveals no indication for a design change. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Reporter contact number was not provided. (B)(4) used to capture no patient involvement. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a connecting screw broke. This was identified before a surgery. It is unknown exactly when it broke. No patient involvement. This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).